Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot/serial#: (B)(4), implanted: (B)(6) 2016, product type: lead, ubd: 20-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that patient 's lead was broken and per the doctor and he has been waiting 3 weeks and could not get a hold of the representative. The patient went to doctor because implantable neuro stimulator (ins) was not working. The doctor took an x-ray and determined the lead was broken. There was no symptom reported. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.